Manufacturer narrative:
D10 concomitant product: unknown estitch, unknown endo stitch instrument (lot# unknown), vloca008l, vloca008l v-loc 180 0 abs reload 20cm, (lot# n4j2000y), vloca008l, vloca008l v-loc 180 0 abs reload 20cm, (lot# n4j2000y), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic hysterectomy, when closing the vaginal cuff, all 3 needle broke off while using the same handle and fell into the patient's cavity. The needles were able to be retrieved. There was no patient injury.